Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk comprehensive reverse humeral stem, cat#ni, lot#ni. Unk comprehensive reverse glenosphere, cat#ni, lot#ni. Unk comprehensive reverse baseplate, cat#ni, lot#ni. Unk comprehensive reverse tray, cat#ni, lot#ni. Hartline, jacob t., brolin, tyler j., wan, jim y. (2020). The effect of subscapularis management technique on outcomes and complication rates following reverse total shoulder arthroplasty. Seminars in arthroplasty (30), 42-49. Https://doi.org/10.1053/j.sart.2020.04.005. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00210. 0001825034-2021-00211. 0001825034-2021-00212. 0001825034-2021-00214.

Event description:
It was reported in a journal article from seminars in anthoplasty: jses (2020), which studied the effect of various subscapularis tendon management techniques following an rtsa, that 2 patients within the primary tendon repair group experienced unknown complications. No interventions or further treatments were reported. Attempts have been made and additional information on the reported event is unavailable at this time.